Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received pump notifications stating ¿connect cgm or enter bg, dosing stops in 2 hours,¿ later extending to ¿dosing stops in 6 hours and 30 minutes,¿ while using a dexcom g7; pairing between the ilet and cgm failed and the user declined an immediate g7 sensor change, instead entering a fingerstick blood glucose of 171 mg/dl. Symptoms included no reported injury or clinical symptoms. Outcomes included temporary interruption risk to automated dosing and user-performed manual bg entry to maintain therapy continuity, with no medical intervention or hospitalization. Investigation included customer care troubleshooting and education regarding potential early loss of cgm connectivity and guidance to replace the g7 sensor and re-establish pairing. Investigation of this case revealed a cgm-to-ilet connectivity failure consistent with communication or pairing malfunction between the pump and the integrated cgm, with no evidence of pump hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user decision to defer sensor replacement combined with cgm pairing failure, leading to loss of cgm data input and dosing suspension warnings.